Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The peritonitis was manifested by cloudy effluent. The cause of the event was unknown. The patient was treated with ceftazidime intraperitoneally (ip) and cefazolin ip (1 gram, daily). On an unreported date, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. Treatment was eventually discontinued and the patient was discharged from the hospital. The patient was reported to be recovering from the event. No additional information is available at this time. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896118, gd896191, and gd896308 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).